Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that about one month after first implant patient started noticing jolts in right knee. Patient said never had this issue prior to implant. Patient said that they wondered if it could be related to device. Patient said that about 4 months after initial implant the jolting was really bad so they turned stimulation off and after some time the jolting stopped. Patient said that they spoke to a representative about this earlier today. Representative said it could be nerve pain. Patient also mentioned that they had back issues and was wondering if jolts could be related to the back issues. Patient said they do not experiences the jolts when stimulation is off. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient to track what they were doing, what posture they were in when they experienced the jolts. The patient's relevant medical history included they also had knee implants.